Manufacturer narrative:
Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a chip missing at the battery compartment. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.